Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patientt (age & gender unknown), the device display a runtime calibration failure 1051 message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Zoll is unable to service this device as it has lost its chain of custody and appears to have been resold from a third party. Therefore, this claim has been closed as product ownership unverified. It's note worthy to mention; by purchasing devices directly through our authorized channels, the customer ensures that the equipment meets zoll's standards and remains eligible for service support. No trend is associated with reports of this type.